Manufacturer narrative:
Additional information: patient weight and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Date implanted: not applicable as there was no patient contact with the device. Date explanted: not applicable as there was no patient contact with the device, therefore not explanted. The device was not returned for evaluation as it was destroyed. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre loaded dib00 model intraocular lens (iol) was damaged and lodged in the injector. There was no patient contact with the device. The same procedure was completed using another dib00 18.5 diopter iol that was implanted into the patient's ocular dexter (right eye). Patient outcome post-procedure is unknown. The suspect iol is not available for return as it was destroyed. No further information is available.